Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
The user reported to the clinic in may as part of the routine evaluation. There was no trauma reported. Awareness of environmental sound is present and no identification of speech sounds. Re-implantation is considered but no date has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported to the clinic in (B)(6) as part of the routine evaluation. A trauma was reported. Awareness of environmental sound is present and no identification of speech sounds. Futher medical intervention is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted, but the device has not been received for investigation yet.

Event description:
The user reported to the clinic in may as part of the routine evaluation. There was no trauma reported. Awareness of environmental sound is present and no identification of speech sounds. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported to the clinic in (B)(6) 2018 as part of the routine evaluation. There was no trauma reported. Awareness of environmental sound is present and no identification of speech sounds. The user has been re-implanted on (B)(6) 2019.